Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed in 2009, to treat an esophageal fistula. According to the complainant, the stent was placed without complications and the pt did well. Five days later, the pt became ill and aspirated into the lungs. It was discovered that the stent migrated below the tumor in the esophagus. The stent was repositioned over the fistula and clipped into place. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.